Event description:
It was reported several days post implant that the pacing lead exhibited no pacing and elevated thresholds. The pacing lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.